Event description:
Information was received that reported a patient was hospitalized in 2009, due to an incident of diabetic ketoacidosis. Per the patient she had been experiencing elevated blood glucose for several days, when her blood glucose rose to >500 mg/dl she went to the hospital. Upon admission she was diagnosed with diabetic ketoacidosis. She was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but that the time of this report has not been returned.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.